Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows, reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed insulin pump manual prime, visual fluid flow through infusion set, and out catheter tip. Reservoir was not occluded.

Event description:
The customer reported via phone call that she received multiple no delivery alarms during a bolus/basal. The alarm was caused by an infusion set/reservoir connection. Customer's blood glucose level was 422 mg/dl. The customer corrected her blood glucose level with a bolus via the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.